Event description:
Ever since I have had my breast augmentation with natrelle implants, I have had adverse side effects particularly pain and burning in my upper body but also discomfort and muscle and joint pain as well. Majority of my pain in my right breast it at first was on and off and then became more persistent. I have also gone to rheumatologist who ran countless tests for auto-immune disease and everything came back negative. The right breast pain became more persistent and I was told by drs, it seems it is muscular and not because of the implant. However, when FDA recalled my implants this past summer I made a decision along with my surgeon that it's the implants, and I underwent an implant removal and total capsulectomy. I replaced my implants with the smooth implants. My breasts at time of surgery were totally normal looking nut I felt pain more consistently in my right breast. I felt like I could not wait any longer and I am glad I didn't. Pathology report came back that it was chronic inflammation and diagnosis code (B)(4). I am afraid if I waited any longer to have these removed I would have been at greater risk of alcl diagnosis. It still concerns me that my autoimmune system has been compromised and I do have concerns of future risk of developing this disease. FDA safety report ID# (B)(4).